Event description:
Boston scientific received information that the right atrial (ra) lead was surgically abandoned due to a fracture. A new ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.